Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
Refer to medwatch no. 1219856-2007-00193 for first event involving same patient. It was reported that md inserted sheath via right femoral artery. After prepping iab, md began to insert it into sheath; membrane began to prematurely unwrap as md was advancing it through sheath. As a result, md removed sheath and iab as one unit. Md requested a third iab which was inserted without incident. There were no reported patient complications.